Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the usb cable/ac adaptor was missing from her onetouch verio iq system kit. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she became aware of the alleged missing product on the morning of an unspecified date, a little over one month prior to contacting lfs. The patient stated that she manages her diabetes with oral medication, diet and exercise and claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "dizziness and nausea" on an unspecified date after the alleged issue began, around 20 days prior to contacting lfs. The patient denied receiving medical treatment. At the time of troubleshooting, the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.